Manufacturer narrative:
A sample device was not returned for analysis ; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. . The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a four-year intraocular lens (iol) implant procedure, the implanted lens was clouded (probably sub-surface nano-glistening ssng or glistening). The patient complained that felt difficulty seeing. The iol still remains in the patient's eye.  Additional information has been requested.